Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). It was reported that the ins turns off and needs to be turned on manually. This has happened 3-4 times during last two months. During last two months, the ins has turned off by itself and it was needed to turn it on manually. Adaptive stim is off. Technical services (ts) confirmed that the ins can turn off in case the battery is discharged, when it is turned off manually using the patient programmer/tablet, or in case of a power-on-reset (por). Per the manufacturer representative (rep), the patient notices quickly the shutting down, as tonic stimulation is on normally. They notice it because stimulation does not feel anymore, and the patient programs show that the stimulation is off. No trauma like falling or anything suspicious. Ins has charge when it shuts down, over 40%. Ins has not de pleted when it shuts down and everything continues when device has been turned on again. Patient checks the controller regularly when adjusting intensity. No error messages when shutting down. Ins works without any other complaints and pain relief is very good. Noticed also that there¿s no intensity setting in prone position. Patient makes notes if device now shuts down with time and other factors. Also checks if prone position causes this to happen. The issue has not resolved.

Manufacturer narrative:
G2. Foreign: finland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.